Event description:
It was reported that a 21mm magna aortic valve was disabled after an implant duration of approximately 16 years, 7 months due to regurgitation. The patient presented with heart failure. The tavr procedure was completed with a 23mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm magna aortic valve was disabled after an unknown implant duration due to unknown reason. The tavr procedure was completed with a 23mm 9755rsl transcatheter valve.